Event description:
The user facility reported the forceps elevator of the evis exera ii duodenovideoscope was not working. There was no report of patient impact or injury due to the event. The device was sent to an olympus service center for evaluation. The device inspection confirmed the customer¿s reported forceps elevator issue, and found it was due to a broken wire. During the repair of the device, foreign material was observed on the back side of the forceps raiser and around the lever arm. This report is being submitted for the reportable malfunction of the foreign material identified during the device repair.

Manufacturer narrative:
The device inspection also found the insertion tube rubber was pinched, the bending section was worn, a perforation was observed, and the adhesive was scratched. The connecting tube was wrinkled and peeling. The electrical connector showed corrosion. The light guide lens and universal cord showed deterioration due to the cleaning, disinfection, and sterilization processes. Due to wear of the angle wire, the angulation and rotation knob was out of specification. The scope image had black dots due to damage of the charged-couple device unit. Several of the device components had scratches and demonstrated wear. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional device evaluation results, additional information based on the legal manufacturer's investigation, additional information received regarding the customer's reported issue, and to correct information provided in the initial report. Correction to g3 of the initial medwatch: the date received by manufacturer should be jan. 23, 2022. G3: investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the reprocessing steps recommended in the IFU were not performed completely due to the forceps elevator not working because of the breakage of the elevator wire (k-wire), resulting in foreign material remaining at/around the forceps elevator. However, a definitive root cause could not be determined. The device's reprocessing manual provides the following regarding infection risk caused by insufficient reprocessing: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ in addition to the device evaluation results provided in the initial medwatch report, during inspection and testing, service also found that the device was leaking due to a pinch on the bending section cover (a-rubber). The bending section cover, and the adhesive of the bending section cover, were scratched. The control body cover and the distal end cover were scratched. The suction cylinder was shaved. The right/left knob and the up/down knob were dirty. The universal cord and the light guide cover glass were sticky. Due to wear of the angle wire, the bending angle in the down/left/right direction did not meet specification. Due to the broken k-wire, the forceps elevator would not move up, and the fixing force of the guide wire did not meet specification. Due to wear of the lock engagement lever, the up/down knob could not be locked securely. Due to the scratch on the bending section cover, the insulation resistance value at the distal end did not meet specification. Per the legal manufacturer, these other device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the customer's reported issue (the forceps elevator of the subject device was not working): the reported issue was identified during the inspection phase of the reprocessing cycle. There was no patient or procedure involvement. It was confirmed the customer follows the reprocessing steps per the device's instructions for use (IFU), and per training provided.